Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the high bg. The malfunction alarm was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. The customer's blood glucose (bg) level was 300 mg/dl. A bolus via the pump was delivered to address the bg level. Customer reported that the high bg level was due to miscalculating the amount of carbs in most recent meal, the high bg was not related to pump or supplies. The customer reported that the pump would be used for insulin therapy.